Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral trochanteric fracture with cement and injection cannula for tfna. On (B)(6) 2025, the sales rep was informed by the surgeon that the cement hardened unusually quickly and that he had used another cement during surgery. The cement was kept chilled in the refrigerator until immediately before use, and there was no sign of either the monomer or polymer having been spilled. There was no discomfort when mixing the cement. However, when filling the first white syringe, it felt a bit hard, and the second white syringe was too hard to insert into the cannula, so the surgeon gave up and used another cement and cannula. The cement in question and another cement used were stored in the same place and had the same lot number. Therefore, the cause of early hardening was unknown. Another cement was used and the surgery was completed successfully within 30 minutes surgical delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history record (DHR) review conducted: part:07.702.040s, lot no:4f53731, release to warehouse date:13 jun, 2024, expiry date:01 jun, 2027, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.